Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the customer and quoted the siderail as likely needing to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom has contacted the customer following the submission of the repair quote. The customer advised they will not pursue repair of the bed with hillrom at this time. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed would move from flat to the sitting position when leaning on the siderail. The bed was located at the customer's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).